Event description:
The remb sag saw was sent for evaluation because it was running on its own during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.